Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed an "unknown" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical u.s; however the device's activity log was reviewed for evaluation. A review of the activity log showed occurrences of an "ECG failure" message. However, testing of the device at zoll medical (B)(4) was not able to duplicate the malfunction. The multi-function cable was replaced as precaution. No product was returned to zoll medical u.s for evaluation. Analysis for reports of this type has not identified an increase in trend.